Event description:
It was reported that the auxiliary control unit (acu) watchdog failed and base was not responding. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR} review. A product sample was received for evaluation. Visual and functional testing were performed. Cracked on right plunger case and no appearance of any other physical damaged was found on pump. Auxiliary control unit (acu) and base not responding were found in the event history log. Power up process used to verify both of the customer reported problem; however, the technician was unable to duplicate the acu watchdog failure and base not responding problem during power up process. The root cause of the reported issues were unable to be determined for acu watchdog failure and for the pump base failure was turning the pump back on should resolve the issue per technical service manual. The technician replaced main board for preventive measure and for base not responding no repair was required.